Manufacturer narrative:
(B)(4). Report source:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the stem implant was not properly sealed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual evaluation of the pouch found damage including but not limited to, scuff marks, creasing, and loss of vacuum seal. No evidence of sterile packaging breaches was found that would explain the loss of the vacuum seal. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. For the event reported for damaged pouch the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage, and a packaging design issue. For the event reported for vacuum seal issues the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to a packaging design issue. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.